Event description:
Patient fell and fx ankle a few months back and knee began to be a little loose medially and had some extensor lag and patella maltracking. Polyethylene wear noted posterior lateral edge and slight wear pattern forming.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported device loosening or polyethylene wear without the product to examine. Provided information indicated patient trauma (fall) may be a contributing factor to the reported loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective actions is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.